Manufacturer narrative:
The customer reported the unit had a blank screen. Based on the customer's report, we are considering this a malfunction, but we cannot determine the cause from the available information.

Event description:
The customer reported the unit had a blank screen.